Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following an intraocular lens (iol) implant procedure, the patient experienced blurred and double vision. The patient was not happy with the image quality of the multifocal. Additional information was requested.

Manufacturer narrative:
The customer indicated the use of an unspecified company cartridge. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not qualified for company cartridge use. Information was provided that the multifocal 23.0 diopter lens was replaced with a monofocal lens, but details of the replacement lens were not given. The manufacturer internal reference number is: (B)(4).